Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: did the device lock out and could not be fired at all? Or was the trigger advanced with no staples deployed? The trigger advanced with no staples deployed.

Event description:
It was reported that during a bowel procedure, there were no staples fired in gun. It is unknown what like device was used to complete the procedure. There were no adverse consequences for the patient.